Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received for evaluation. The sample consisted of an incomplete 36cm perm cath kit x5 inside a plastic bag and showed signs of use. A visual inspection was performed and the sample did not present any defects. The sample was submitted to underwater test. Both lumens, arterial and venous, did not show bubbles during the test. The device was in use for approximately 2 months. Therefore it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a root cause could not be related to manufacturing activities. Despite the defect unable to be confirmed, the most probable root cause can be due to the excessive force or improper use of sharp objects and/or cleaning agents. A qseas evaluation was performed according to procedure on (B)(6) 2015, in order to analyze the peak of 7 complaints, and as result no additional actions were deemed required as none of the 7 complaints have been confirmed to be related to manufacturing. Additionally, the device for this complaint did not reveal any defective conditions. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. Multiple attempts have been made for additional clarification on the incident reported. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was errhysis (slow bleed) in the joint of the catheter when conducting dialysis, therefore dialysis failed. The catheter was in use less than 2 months. There was no patient injury.